Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit, which was a result of the empty saline bag. The disposable cartridge was not available for eval. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review with the operator. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. The operator noted air in the circuit and observed the saline bag was empty. Treatment was ended without performing rinseback due to the elapsed time, resulting in an estimated blood loss of 190cc. No medical intervention was required.